Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Additional observations were as follows: the device is returned in a clear plastic bag. The lens stop and the plunger stop has been removed. The correct nozzle confirmed on the device. Viscoelastic is observed in the device. The plunger is advanced into the mid nozzle and is advanced under the lens. The lens is advanced into the nozzle entry and is crushed. We are unable to determine the root cause for the reported complaint "plunger went over a lens". Plunger underride was observed. Plunger underride may occur: if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. If the operating room temperature is too high 23°c / 73° f lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract extraction with intraocular lens (iol) implant procedure, the plunger advanced above the lens. There was no patient harm. Additional information has been requested; however, further information has not been received.